Event description:
MRI nurse at treating hospital called requesting medical information and additionally reported the patient had cardiac arrest. She reported that the patient had a bx velocity stent placed in right coronary artery (rca) for unknown reason. The patient was treated for atrial fibrillation and right bundle branch block with carvedilol 12.5mg twice daily, coumadin 5mg alternating with 7.5mg daily , zestril 40mg twice daily , lasix 40mg daily, and isosorbide 60mg daily and seizures were treated with dilantin . Then eleven years post procedure, patient was found unconscious at home and taken to emergency room and subsequently resuscitated and admitted to intensive care unit for respiratory and cardiac arrest. Treatment included "being on ventilator" and other unspecified treatment. Event is resolving currently.

Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
MRI nurse at treating hospital called requesting medical information and additionally reported adverse events. She reported that the patient had a bx velocity stent placed in right coronary artery (rca) for unknown reason. The patient was treated for atrial fibrillation and right bundle branch block with carvedolol 12.5mg twice daily, coumadin 5mg alternating with 7.5mg daily , zestril 40mg twice daily , lasix 40mg daily, and isosorbide 60mg daily and seizures were treated with dilantin . Then eleven years post procedure, patient was found unconscious at home and taken to emergency room and subsequently resuscitated and admitted to intensive care unit for respiratory and cardiac arrest. Treatment included "being on ventilator" and other unspecified treatment. Event is resolving currently. Additional information was not available. The product was not returned for analysis. A review of the manufacturing records could not be conducted without a lot number. Based on the limited information provided and without the product available for analysis, it is not possible to draw a conclusion about a clinical relationship between the device and the event. However, based on the multiple medications the patient had prescribed, there are posible pre-existent medical risk factors that may have contributed to reported event. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.